Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng covered distal release stent was to be used to treat a malignant stricture due to cancer in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was tight and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent; however, it would not fully deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: an ultraflex¿ esophageal stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the shaft kinked. Functional analysis found that the device shaft bowed during a failed deployment attempt. The stent was successfully deployed by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng covered distal release stent was to be used to treat a malignant stricture due to cancer in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was tight and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent; however, it would not fully deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.